Event description:
It was reported that picco catheter was stuck and it was only possible to remove it after multiple attempts. The wire fell apart. There was no patient harm. Manufacturer reference (B)(4).

Manufacturer narrative:
After the insertion of the wire through the seldinger needle, at the adjustment of the wire, it was difficult to withdraw the wire. No part of the seldinger wire remained inside the patient¿s body and no additional medical procedure was required to remove the catheter. Pictures of the broken picco catheter was provided and the reported issue was confirmed. The defective part has been discarded and could not be returned. The cause of the issue could be determined as related to separated guidewire. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment.